Event description:
Caller states, the pt tested 4.9 inr on coaguchek system 1 and 3.5 inr on coaguchek system 2. No treatment info provided. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
This medwatch is for suspect device in coaguchek system 2.